Event description:
Oil leaking from the tube casing created oil film between the copper filter and the cover. Air bubbles may become trapped in this oil film and result in image artifacts. No injuries have been reported. The concern is for possible misdiagnosis.